Manufacturer narrative:
A free air test was conducted on the arrays of the unit to identify presence of performance issues. Temperature reading after 45 minutes of power were 108, 104, 104 and 107 degrees fahrenheit. Unit was found to perform within specifications.

Event description:
Patient reports developing two burns each approximately one inch in diameter, on his right calf following treatment with the anodyne home unit. Patient reports the burns occurred after a 35 minute treatment. The patient received medical treatment for these burns.